Manufacturer narrative:
The pump was not explanted from the patient; therefore, a full evaluation of the device could not be performed and the report of a transient ischemic attack due to suspected pump thrombosis could not be confirmed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant of (B)(4), it was reported that the pt was admitted into the hospital for device thrombus and the pt had a tia (transient ischemic attack). The pt was treated with heparin, thrombolytics, actilyse, argatroban and hamate. It was also reported that hemolysis was seen, there was no increase in pump power and the pump was not replaced. Approximately one month later the driveline was cut to stop the pump due to the thrombus. Approximately 3 months later the pt expired and the reported cause of death was asystole after an infection in the upper respiratory tract.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.